Event description:
Complainant alleged that the staff of the emergency room was treating a male pt (age unk) in ventricular fibrillation. The complainant indicated that the staff attempted two defibrillations at 360 joules each. The complainant alleged that sparking and arcing occurred during the two discharges. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
This follow-up report is being submitted to document that the product was not returned to zoll for evaluation. Due to a data entry error, it was originally reported that the device was returned for evaluaton on 3/11/98. Further investigation into the receipt of the electrodes indicated that the product was never returned for evaluation. Due to the length of time that has transpired since the event, it was felt that the customer would no longer have the disposable product in their possession.